Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. According to the recipient report, the device was explanted because of a complete extrusion of the device through the skin. Reportedly, the recipient is elderly with thin skin, which might have contributed to the extrusion. A review of the device_s sterilization records showed that the device has been subject to a valid sterilization process. However, a device contribution to the extrusion cannot be ruled out. This is a final report.

Event description:
The user came to the clinic with the implant in his hand and an open wound at the implant area. Reportedly, the user had good hearing performance with the device before the event occurred. The wound will be treated. After complete wound healing, further steps will be considered. Despite requested, no further information was received.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on (B)(6) 2023 with the implant in his hand and an open wound at the implant area. Furthermore, the user had good hearing performance with the device before the event occurred. The wound will be treated. After complete wound healing, further steps will be considered.